Event description:
The pump was returned for servicing with a report from a nurse that the pump turns off by itself. The pump was returned to biomed who tested the pump and was unable to confirm the report so the biomed returned the pump to the floor for use on patient's. The following day, the pump was returned to biomed with the same report. No patient injury resulted.